Event description:
Procedure: unk. Patient sex: unk. Reportedly, there was a good staple line on the artery of the kidney, but at the side of the aorta, there were a view malformed staples. After that, there were no staples. The knife cut was completed for 3/4 of the staple line. No patient injury was indicated.